Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was further reported that a stent dislodgement did not occur. A vessel dissection occurred. The physician chose to attempt direct stenting with this 10.0x40x75cm express vascular ld stent. The stent delivery system (sds) was unable to cross the lesion after several attempts. A dissection was noted proximal to the lesion. The 10x60mm express ld stent was implanted to treat the dissection. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. Visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. The stent was crimped on the balloon in the correct location; however, it was noted that the stent had moved approximately 3mm proximally over the proximal markerband. Visual and microscopic examination of the stent observed that the struts at the proximal end of the stent had been pushed apart and some were flattened. The struts on the distal end of the stent had been lifted up and some were pushed apart. A clear impression of where the stent was originally crimped is visible on the balloon material. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. The physician was treating a 99% stenosed lesion located in the moderately tortuous and severely calcified common iliac artery (cia). The lesion was pre-dilated with a 3mm balloon catheter. The residual stenosis following pre-dilation is unknown. This 10.0x40x75cm express vascular ld stent was unable to cross the lesion. While attempting to cross the lesion, the stent dislodged in the cia. The stent did not embolize and it was retrieved with a snare into the 7f introducer sheath. The devices were removed and the procedure was completed with additional pre-dilation with a 5mm balloon catheter and the implantation of a 10x60mm express ld stent. No further patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved u.s. Device.